Event description:
About 2003 I got mentor textured-saline breast implants. Soon after I developed back pain , severe muscle tension, memory loss, extreme fatigue, migraines; I temporarily lost my eye sight driving down the freeway, I felt as though I had the flu all the time, was constantly getting sick, the lymph nodes in my neck were swollen, and had sore throat which went on for several years. Approximately 2011, I had nerve pain in my spine, my right hip hurt, it lasted about 3 years; I had a full hysterectomy, and a few months later the pain reduced greatly. The nerve pain went away. Approximately (B)(6) 2016 I started having sinus issues, worsening numbness and tingling in my arms and legs, worsening fatigue, excessive sweating, weight loss, swollen lymph nodes, fevers, high white count. I started having stabbing pain in head, followed by the feelings of bugs crawling all over me. I started having food sensitivities, environmental sensitivities, pains in my abdomen, pain in my ears, migraines daily; I was given an immunosuppressant, which caused a full-body rash, swelling and implant rupture, followed by skin peeling off. Three weeks later, the implants were replaced with mentor smooth silicone. I continued to develop worsening symptoms; frozen feet, pain and lump in my breast, asthma attacks at work, feelings of bugs crawling on me continued, swelling in my brain, headaches, dizziness, brain fog, burning eyes, blurred vision severe pain and cramps in my legs, and tops of feet, thrush. I had the implants removed with capsules in (B)(6) 2018. Initially the sweating stopped, and the muscle tension reduced, and so did the daily migraines. However, most symptoms continue; I've become dehydrated, red burning eyes, blurred vision, hair loss, weight loss of over 20 pounds, thrush returned, new swollen lymph nodes, cough, asthma attacks at work, pain in bones, sweating returning, pains in abdomen, chest pain, low blood pressure.